Event description:
It was reported that the patient experienced phrenic nerve and muscle stimulation. Measurements also indicate that the lead had high threshold and low sensing. An echocardiogram confirmed that the lead perforated the myocardium and a pericardial effusion occurred. It was reported that during the lead revision procedure it was confirmed that the lead did not perforate and that there was lead insulation defect at the position of the clavicula and the upper costal arch. It was noted that the gap between the clavicula and the upper costal arch is "extremely narrow." The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced phrenic nerve and muscle stimulation. Measurements also indicate that the lead had high threshold and low sensing. An echocardiogram confirmed that the lead perforated the myocardium and a pericardial effusion occurred. A lead revision was being planned, and the lead remained in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) initially, the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found. Subsequently, the full lead was returned and analyzed; analysis revealed the outer insulation was breached due to a clabicle-rib crush. There was blood/body fluid (not obstructed on the proximal conductor and the proximal conductor was distorted. There was blood in/on the helix mechanism and the lead was stretched and crushed.